Event description:
The manufacturer received information alleging a ventilator was overheating. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that information was received alleging a ventilator was overheating. Additional information was received from the durable medical equipment company stating that the unit was operating correctly as the fan on the ventilator turns on and off to cool the internal electronics of the device. The ventilator was functioning as designed.